Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. Devices have been returned to zoll manufacturing corporation for evaluation. There is no indication of a product malfunction at this time. Evaluation was conducted using a flag review. After a review of the flag there is no indication of a device malfunction at this time.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was home at the time when they became unconscious. The patient was sitting on his sofa and complained of trouble breathing and lost consciousness. At 18:40:49 the patient was in bradycardia initially which degraded into asystole. Two treatments were delivered while the patient was in asystole between 18:41:24 and 18:41:48. Oversensing low-amplitude cardiac signal contributed to the false detection. CPR artifact occurred following the second treatment indicating the presence of ems. Impedance high flags after 18:55:03 indicate that the lifevest was opened by the paramedics. The electrode belt was disconnected at 21:53:01.the patient subsequently passed away on (B)(6) 2016. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.